Event description:
It was reported that the patient has expired after an implant duration of approximately 3.13 months, due to unknown reasons. It is unknown if the death was device related. No further details were provided.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Reportedly, the patient also another device implanted; (B) (4). Despite our attempts to receive further information regarding the device and event (via fax and phone), no further information regarding the reported event or the device were learned. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.